Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue with failing pre-use check test has been confirmed during evaluation of the received problem description. No other documentation was provided to this investigation. There is no further information on how or if the issue has been resolved. H3 other text : 4114.

Event description:
Manufacturer's ref. #: (B)(4).